Event description:
Hill-rom received a report from the account stating the nurse call would not send a call to the nurses' station. The bed was located at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the side communication board needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009 and 2011-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced side communication board to resolve the issue. Based on this information, no further action is required.